Manufacturer narrative:
No servicing or testing was performed on the system because resolution of the issue was confirmed on call. No parts have been re turned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that a medtronic navigation system was unable to see the medtronic imaging system¿s trackers. After rebooting the navigation system, the imaging system trackers were visible. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.